Event description:
It was reported that an embolization coil implant did not take the proper shape during preparation in saline. The coil was therefore not used and was replaced with another coil to continue the procedure. There was no patient involvement. When inspected by the manufacturer, preliminary findings a mandrel within the implant coil that was glued to the distal overcoil.

Manufacturer narrative:
Items returned for evaluation: pusher; implant; dispenser hoop. Items not returned for evaluation: introducer; shrink lock; microcatheter; v-grip. The visual analysis of the returned items found the implant's secondary wind deformed. Fibrous materials with dried blood was observed on the implant coil. Fiber sent out for evaluation to a 3rd party and per results it's most likely a surgical towel. Replication testing was performed. After the coil was submerged into the heated saline for an extended time, the implant coil did not form, but the implant gel was observed to be expanded. The investigation found that the implant gel was ruptured in the middle to proximal section, and the gel did not expand in the distal end after removing the implant overcoil. The proximal end of the implant was observed to form a loop. Further investigation revealed a mandrel within the implant coil that was glued to the distal overcoil. After the mandrel was removed, the implant coil formed into its expected shape. The investigation of the returned coil system found that the implant's secondary wind was deformed. Further inspection observed fibrous materials with a presence of dried blood on the implant coil. Replication testing was conducted and showed the implant did not form after prolonged submersion in heated saline, which is consistent with the alleged product issue. The investigation found the implant gel ruptured in the middle to proximal section and did not expand at the distal end. Further investigation uncovered a mandrel within the implant coil that was glued to the distal overcoil, which is consistent with the implant coil's failure to form as described in the reported event. After the mandrel was removed, the implant coil formed its expected shape. The physical evaluation of the device could not identify the conditions or circumstances that led to the damage, but the damage is consistent with the device experiencing forces over specification.

Event description:
It was reported that an embolization coil implant did not take the proper shape during preparation in saline. The coil was therefore not used and was replaced with another coil to continue the procedure. There was no patient involvement. When inspected by the manufacturer, preliminary findings a mandrel within the implant coil that was glued to the distal overcoil.

Manufacturer narrative:
The device was received for evaluation and a preliminary investigation was performed. The investigation is, however, still ongoing. The results will be communicated in a supplemental MDR when the investigation is completed. H3 other text : device evaluation not yet complete.